Manufacturer narrative:
The insulin pump was monitored and no low battery alert and no failed battery test alarm were noted. All operating currents are within specs. No rewind anomaly was noted. The pump passed self-test and displacement test. No motor error alarm was noted. The pump was unable to prime during prime test due to moisture damage on faulty force sensor system. The pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The pump had cracked reservoir tube lip, minor scratched lcd window and scratched keypad overlay. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm and low battery alert from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that he was trying to deliver a bolus for food and the pump gave an alarm. The customer stated that the pump alarmed motor error and the pump started to rewind on its own. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer declined to troubleshoot for low battery. The customer stated that the alarm was resolved by a complete set change.